Event description:
A home patient contacted baxter's technical service center regarding the notation of fluid leaking from the right front side of their homechoice machine during set-up, prior to their homechoice treatment. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed manually. The patient was unable to locate the source of the leak due to being unable to get the cassette out of the homechoice machine. No patient injury or medical intervention was associated with this incident, per the home patient.